Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. Alarm was silenced and settings reviewed. Pump restarted and display read run. The alarm occurred a second time, it was again silenced and settings reviewed. Pump turned off and powered back on. Alarm returned. Patient did not feel comfortable removing cassette to troubleshoot alarm and was willing to report to the clinic for further assistance. Pump turned off and tubing clamped near port site. Patient not affected. No patient injury reported.